Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and left ventricular (lv) lead exhibited loss of capture. Subsequently, the lv lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the left ventricular (lv) lead was visualized with fluoroscopy and was found to have dislodged. The device remains in service. No additional adverse patient effects were reported.